Event description:
In 2003, pt underwent gastric bypass procedure with implantation of buttress device. At three month follow-up, pt had persistent nausea and vomiting. Eight months later, pt underwent procedure to resize anastomotic stricture by balloon dialation. In routine observation during procedure, surgeon observed portions of buttress device inside bowel. Surgeon noted observation of migration, and did not make an attempt to remove the device. Pt status: unk.